Event description:
It was reported that approximately five years and two months post port placement via the left subclavian vein, the anticancer agent allegedly leaked near the port body. It was further reported that when computed tomography examination was performed, the catheter was allegedly found to be broken subcutaneously. Reportedly the port body and the distal catheter segment were removed and another new port system was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port and a groshong catheter in two segments were received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter and the proximal end of the distal catheter segment. Two longitudinal splits that were parallel were noted from the proximal end of the distal catheter segment. The edges of the complete circumferential breaks catheter were noted to be uneven and the surface was noted to be granular with residue throughout. The edges of the partial circumferential break on the attached catheter were noted to be jagged and the surface was noted to be round and smooth in both regions. Therefore, the investigation is confirmed for the reported fracture, material separation, fluid leak and the identified wear and deformation issues. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2020). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years and two months post port placement via the left subclavian vein, the anticancer agent allegedly leaked near the port body. It was further reported that when computed tomography examination was performed, the catheter was allegedly found to be broken subcutaneously. Reportedly the port body and the distal catheter segment were removed and another new port system was replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2020). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.